Event description:
It was reported that a tandem mobi cartridge alarm occurred. There was no adverse impact to the customer's blood glucose level. The customer was instructed by technical support to remove the cartridge and deliver a 9-unit bolus, which completed successfully. The customer was able to reload the original cartridge and resume insulin therapy, resolving the issue.